Manufacturer narrative:
The device has not been received by anspach. If additional information is received, a supplemental report will be sent.

Event description:
Report received from the USA stating that the device locking mechanism is "broken" and "it would not rotate like it should have." The device was used in a craniotomy surgery. The device was tested before having any contact with the pt. No injuries or medical intervention were reported. There was no additional information.